Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30438426m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During right pulmonary vein (rpv) ablation, the impedance rose, and the ablation was stopped by the smartablate safety mechanism. There was no immediate problem; however, the patient¿s blood pressure gradually started to decrease. Intracardiac echocardiography (ice) revealed pericardial effusion. Pulmonary vein isolation was completed, and pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. After a follow up, the patient was discharged from the hospital. There¿s no indication that prolonged hospitalization was required. Physician judged there was no relationship between the bwi product and the adverse event occurrence. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.